Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The vessel was reported to be non-tortuous and non-calcified. It was reported post stent graft implantation, the stent graft moved proximally after implant or the stent graft was inaccurately delivered. The cause of the migration can not be determined. It was reported that the c-arm may have not been correctly aligned or the physician may have deployed the stent graft higher than ideal. The physician was able to pull the stent graft to the intended location. The pt was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
.